Event description:
A healthcare facility in another country, reported that an rt443 adult breathing circuit heater wire had an open circuit, which generated an alarm when connected to a humidifier. This was found before use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt443 adult heater breathing circuit is en route to fisher & paykel healthcare for investigation. A lot check revealed no other complaint of this nature for this lot number. Our monitoring and trending of open circuit heater wires in adult breathing circuit has a rate of occurrence worldwide of 44 ppm (76 total units affected in total sales) in the last year in 2009. We will provide a follow-up report verifying the fault upon receipt of the breathing circuit and completion of the investigation.